Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 2nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. As it was stated, the seal gasket was missing from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 2nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. As it was stated, the seal gasket was missing from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 2nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. As it was stated, the seal gasket was missing from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Further information provided by getinge employee indicated that the seal was missing from delivery package. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing seal from the device, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907. Corrected h6 medical device ¿ problem code: none. Previous h6 investigation findings: results pending completion of investigation///3233. Corrected h6 investigation findings: none. Initially provided information was pointing to missing seal from the device. The issue is considered as safety related as any particles falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as there was no indication of seal missing from the device. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market. It was established that the device failed to meet the manufacturer specification due to missing seal during delivery. The device wasn't being used for patient treatment when the malfunction occurred.

Event description:
On 2nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. As it was stated, the seal gasket was missing from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Further information provided by getinge employee indicated that the seal was missing from delivery package. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing seal from the device, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.